Event description:
The reporter stated that rptr did meter to lab comparison tests. Rptr meter reading at home was 124 mg/dl, and 15 to 30 minutes later rptr had a lab test with a result of 190 mg/dl. Both tests were in a fasting state. Rptr did not have any symptoms. A control test was in range, 113 (85-128). On f/u, rptr stated that rptr's sample size is large, and that when the confirmation dot does not turn completely blue, rptr adds two or three drops. No harm was alleged.